Manufacturer narrative:
Insulin pump was received with the main arm cannot communicate with the motor arm found in the insulin pump history file and critical pump error alarm during testing. Unable to determine the root cause, problem isolated to the electronic assembly. Unable to verify insulin flow blocked alarm due to critical pump error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer stated before the critical pump error insulin pump receive insulin flow blocked alarm. Customer stated they changed the infusion set and then receive critical pump error. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.